Event description:
It was reported the touch screen became unresponsive. Customer experienced elevated blood glucose levels due to being unable to deliver a bolus.

Manufacturer narrative:
The device has not yet been received for eval. Should additional info be received, a supplemental form will be completed.